Event description:
Attorney's report of patient's alleged abdominal pain, possible abscess, small bowel obstruction, bowel perforation, necrosis, extensive lysis of adhesions, segmental small bowel resection and explant of the ck mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time, we will submit a follow up report when/if product is returned for evaluation or additional information becomes available.